Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the evaluation did not confirm the reported problem. A visual inspection found the eyelet portion bent where as the threaded portion of this implant showed no signs of damage or defect. The associated devices used to insert this implant were not returned for examination. The root cause of this failure was unable to be determined. The information for use (IFU) provides the following cautions: be sure to establish a deep enough hole via the drill and punch in order to avoid excessive torque. Be careful in young patients with hard bone. In hard bone, the pilot hole may be over-drilled with a .062" k-wire. Avoid lateral-loading while inserting the mini-revo. A two year review showed one similar complaint for this product.

Event description:
It was reported that after this anchor was implanted the head kept turning and the anchor would not secure. The implant was remove and an alternate one was used to complete the procedure. There was no report of injury or surgical delay with this event.